Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they fell on their device on (B)(6) 2016 and since then they were having pain, headaches, sleeping issues, and they felt lethargic. The patient was going to follow up with their doctor. The patient was implanted for occipital neuralgia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.